Event description:
It has been reported to philips that tempus ls failed pacer inspection. The device was not in use at the time of the event.

Manufacturer narrative:
Updated evaluation results, component and conclusion code grids.

Event description:
It has been reported to philips that tempus ls failed pacer inspection. The device was not in use at the time of the event.

Event description:
It has been reported to philips that tempus ls failed pacer inspection. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.